Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd896316 and gd896290 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain, diarrhea and cloudy effluent. The cause of the peritonitis was unknown. Thirteen days after onset, the pt was hospitalized for the event. On an unreported date, the pt began treatment for the peritonitis with ancef (1gm, frequency not reported) ip (intraperitoneally). Two days after being admitted, the pt was discharged from the hospital. Twenty seven days after discharge from the hospital, the pt discontinued the ancef therapy. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapy was ongoing. Additional information was requested but is not available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. (B)(4).